Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The customer complaint investigation was performed based on the customer-supplied photographs. The tubing leak was verified. Visual inspection of the customer photographs showed that the recirculation pump loop/black stripe tubing had detached from the joint to the t-connector. A known cause of the reported tube detaching is due to the solvent-bond joint being weak. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. A review of kit lot p320 shows no trends. Trends were reviewed for the complaint category tubing leak, and no trends were detected for this complaint category. The complaint kit was not available for evaluation. The root cause of the tubing leak could not be determined. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that, after an alarm occurred, they noticed a blood leak on the pump deck, around the sensors and instrument. The customer was unable to determine the origin of the leak but was able to provide a photo of the pump tubing organizer (pto) for evaluation. The treatment was aborted, and the patient was reported to be stable. There was no report of patient harm associated with this event.